Event description:
It was reported that the non-dependent and asymptomatic patient¿s right ventricular lead exhibited the noise, which could not be reproduced with isometrics and pocket manipulation. There were no known sources of external electromagnetic interference, and the noise was not programmable with the sensitivity changes. The noise is oversensed and hence inhibited the ventricular pacing. All the other electrical measurements were normal. No intervention was performed. No further information was available.